Manufacturer narrative:
No physical damage to cartridge holder or inpen front and back shell was noted. Inpen paired to the commercial app. Inpen received with leadscrew 3/4 of travel. Performed dust/debris investigation and found visible horizontal abrasions and sticky fluid on the outside of electronics housing were noted. This indicated debris was lodged between the dose knob and electronics housing causing the leadscrew anomaly. Unable to perform baseline/wireless functionality, displacement dose accuracy test, and leak test. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. In conclusion: deconstructive analysis demonstrated visible horizontal abrasions on the electronics housing were noted. This indicated debris was lodged between the knob and electronics housing causing the leadscrew to retract. This can affect insulin delivery. Therefore, the customer concern of screw retracting when dialing was confirmed. Inpen cap does not fit securely onto cartridge holder due to small snap arm being cracked / broken. Unable to verify alleged high bg. Unable to verify customer's complaint for possible under delivery anomaly due to a leadscrew anomaly. Leadscrew anomalies can affect insulin delivery. Therefore, possible under delivery anomaly could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 350 mg/dl. The customer also reported the screw on the inpen was damaged. The event involved product mmt-105nnblna. Troubleshooting was declined for the high blood glucose value but found the customer was treated with a manual injection. Troubleshooting was done for the damage issue and found the screw was damaged and automatically retracting when dialed. No further patient complications were reported. The product mmt-105nnblna was requested, and customer response was the device will be returned. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.